Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and fallen into the right ventricular (rv). This caused inappropriate pacing to the rv and the ra lead exhibited p-waves undersensing. The ra lead was repositioned and remains in use. The patient is a participant in (B)(6) clinical study. No patient complications have been reported as a result of this event.